Manufacturer narrative:
(B)(4)

Event description:
It was reported that after implant, the implantable cardiac monitor exhibited backup operation. After device software download, normal function resumed. The patient was discharged.